Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended trouble shooting options. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended trouble shooting options. This lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted and replaced. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.